Event description:
It was reported that following pre-dilatation and stent placement, there was a problem retracting the guide wire. Upon examination, the guide wire coils were found to be damaged. Reportedly, there was no pt injury. This event is being filed based on the analysis of the returned guide wire, which revealed a guide wire core separation.